Manufacturer narrative:
Concomitant medical products. Model d354drg, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to chronically high thresholds, low impedance, and crosstalk which was evident in addition to poor r-wave sensing. In addition, insulation damage was suspected. The rv lead was reprogrammed and is scheduled to be replaced. No patient complications have been reported as a result of this event.